Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 25 mmol/l. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer was advised to do a complete set change to get rid of the air bubbles.